Event description:
Cormet revision to the left hip after 3 yrs, 9 months.

Manufacturer narrative:
(B)(4). Device details, patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when appropriate device details are provided by the complainant. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.